Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set blockage at site event on 25-may-2024. The event occurred after 3 hours of insertion and the insertion site was at abdomen. The patient resolved the event by changing the supplies as necessary and resumed insulin therapy. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6).